Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2013. A peritoneal dialysis patient's husband reported dialysis solution leaked after taking out the cassette due to a m31 air alarm during fill 1, which forced the patient's treatment to a stop. The patient reverted to manual exchanges to complete treatment. On (B)(6) 2013, the patient's peritoneal dialysis nurse instructed the patient to discard the sample and return the cycler to the clinic. The patient was given a new cycler as well as a new box of cassettes. The pdrn reported the patient's effluent was clear and the patient did not received prophylactic antibiotics. No adverse effects noted. Sample has been discarded.